Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) was leaking helium from the cylinder. It is unknown under which circumstances the event occurred or if there was any patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to reproduce the reported issue. The problem was fixed by replacing high pressure regulator. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) was leaking helium from the cylinder. There was no patient involvement.